Event description:
It was reported that during a da vinci-assisted surgical procedure; while attempting to clip at the operative field the clip of the medium-large clip applier instrument would come off. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm medium-large clip applier instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have one severely bent grip, causing a misalignment of the grip-tips. There was a 1.73mm offset at the tips. A clip could not be properly loaded into the clip groove of the grip-tip. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. Correction to section d: primary product batch/lot number was updated to k10241121 0143.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that issue occurred when trying to clip tissue or blood vessel in the surgical field, the clip dislodged from the jaw. It is unknown if there was any issues with the instrument motion when using the clip applier. It was reported unknown if there was any issues related to jaws remaining static/not moving when the surgeon commanded movement. The instrument did not sway to the side while attempting to clip. It is unknown how many times the clip applier had been used during the case when the incident occurred. They resolved the issue by using a back-up clip applier instrument.

Event description:
Refer to h11 for follow-up information.